Manufacturer narrative:
Physio-control further evaluated the customer's device and determined that the cause of the reported issue was due to a shorted integrated circuit, designator u10 on the digital pcb assembly.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device would not power on.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The device was unable to be repaired and was retained by physio-control. The customer received a replacement device. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device would not power on.